Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 4 bipolar scissors got stuck inside the cannula. A replacement unit was used to complete the procedure. There were no pt effects. The product was discarded.